Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2011 and (B)(4) 2011 for this event. The field service engineer (fse) discovered that there was no fluid in the instrument wash lines. The fse removed and wash pump and discovered that the flat rubber washer of the wash valve was missing. He repaired and cleaned the wash pump and valve. The fse performed the washed portion of system check which passed. The fse performed a ten replicate precision test using all three levels of accutni qc and all results were acceptable. The fse rebuilt both the precision and the wash pumps. The fse noted that during priming there were bubbles present in the pump. The fse installed a new fluidics manifold and wash pump. Subsequently, no bubbles were noted during instrument priming. After the completion of necessary and verified repairs, the instrument was returned into operation. Although hardware was a likely contributing factor a definitive root cause has not been determined to date for this event.

Event description:
The customer reported that higher than expected cardiac troponin (accutni) results were generated on an access 2 immunoassay system for two patient samples. Beckman coulter inc. Assessment of customer supplied data indicated that the initial accutni results were above the ami cut-off for both patients. Upon repeat on the same and an alternate access 2, ultimately a lower accutni result, within the normal reference range, was generated for the first patient and an accutni still above the ami cut-off threshold was generated for the second patient. In both cases, collectively the results did not meet the assay's stated precision claims. Actual result completion dates were not provided by the customer and the event date is inferred from customer supplied information. No erroneous results were reported outside of the laboratory, and hence there was no death, serious injury or modification to patient treatment associated or attributed to this event. The samples were collected in a lithium heparin plasma tube and centrifuged prior to testing. Beckman coulter inc. Assessment of customer supplied data indicated that level 1 and level 2 accutni quality control (qc) results did not meet customer established specifications on the day of the event. After recalibrating the assay, instrument assay qc results recovered within customer established specifications. Instrument routine system check results generated after the event did not meet established specifications.